Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got off insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer using old insulin pump, however insulin pump was not delivering insulin, they would change out sets and it would not deliver insulin. The insulin pump will not be returned for analysis.